Event description:
Two nurses palced the patient on the stretcher; the side rails were folded up and locked. Then the nurses realized that the patient's position was not ideal. Therefore, they turned him, turning the patient into a more comfortable position. While doing this the patient rolled against the side rails. The safety catch broke and the patient fell down on the tiled floor. Patient got severe bone fractures.